Manufacturer narrative:
Other, other text: device evaluation- one device was returned for evaluation. The device was visually inspected; this showed no issues with the proximal cuff but the distal cuff appeared baggy around the foam core. The physical condition of the returned device was determined consistent with the foam cuff having been exposed to fluid. The device was given leak testing; no leaks were identified during testing. The investigation determined it was likely that during sterilization or reprocessing by user the red plug for the distal cuff was not secured and water or steam entered into the inflation line. The instruction for use states the following note under section 8.0 cleaning: "note: for fome-cuf products make sure the fome-cuf/stoma seal is fully expanded and then plug the red wing pilot port prior to cleaning to prevent fluids from wetting the foam." The distal cuff was measured and found to meet with specifications. The reporter provided device photographs: review of the photographs determined the device was not being used properly. The distal foam cuff is intended to be a cushion, which lays on top of the stoma. It usually is bigger than the stoma and is used to cover a large and/or irregular stoma. The picture shows the distal cuff being inserted into the stoma. Second, since the template required no red plug for the proximal cuff, the foam became condensed when the air diffused from the silicone cuff and was not able to rebound instantaneously via the red plug line. The investigation determined the device was built as per the physician's template and functioned appropriately.

Event description:
Information received a smiths medical tracheostomy/silicone - bivona tubes custom malfunctioned after inserting the cannula into the tracheostoma, it was noticed that the proximal foam cuff has drawn together, wrinkles and no longer expands to its original shape. The issue was noticed after 72 hours in use. Pictures were attached. No patient adverse events were reported.